Event description:
Customer reported device = 282 mg/dl. Customer went to the emergency room (ER). ER= 89mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.